Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the adverse events (bleeding, prolonged surgery time)? How much blood did the patient loss? How was the bleeding treated (for example transfusion)? Was there any change in the patient¿s post operative care due to the adverse events? Was infection observed? What is the most current patient status? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a transabdominal myomectomy+bilateral salpingectomy+right ovarian cystectomy. Procedure on (B)(6) 2025 and suture was used. During the procedure, at 8:00 am, the patient underwent surgery. During the surgery, the doctor used sutures to ligate the patient's blood vessels. However, multiple sutures broke continuously, and the blood vessels were not ligated in a timely manner. A new box of sutures was immediately replaced to ligate the blood vessels. This event prolonged the surgery time, and repeated suture operations increased the patient's bleeding volume and increased the risk of infection. No adverse patient consequences were reported. Additional information was requested.